Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced by the existing left ventricular lead on (B)(6) 2022 and it was programmed for backup pacing. Patient condition was stable.

Event description:
Related manufacturer reference numbers: 2017865-2022-03668. New information received noted that the right ventricular (rv) lead also exhibited high capture threshold and the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was placed in the rv port for back up pacing on 11 jan 2022. Patient condition was stable.